Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-jan-2003, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-jul-12 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced increased pain and therapy loss. The catheter could not be aspirated and a catheter revision was scheduled. Once the pump was exposed during the procedure, it was clear that the connection was no longer intact and the catheter was disconnected from the pump. A new catheter connector was implanted and aspiration was successful. The issue was considered resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.